Event description:
The customer reported the ventilator was received with a note reporting the unit shutdown during testing. Review of the device diagnostic history noted vent inop occurrences due to a data acquisition pcba adc failure. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. There was no report of the finding during previous usage and no patient harm reported. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb board as a precaution to address the finding. Applicable final testing was performed to operating specifications.